Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced a skin reaction with inflammation and infection extended beyond the patch perimeter. The patient´s arm was swollen, and he went to a clinic to have his arm treated. They prescribed oral antibiotics. No additional patient or event information is available.